Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10.

Event description:
It was reported that the unspecified bd phaseal¿ connector separated from the mating component when the epoch bag finished infusing. This occurred with 4 separate sets during use. The following information was provided by the initial reporter: "after speaking today we had another incident with the phaseal coming apart spontaneously. In this instance the patients epoch bag had just finished and he said the phaseal came apart with so much force that the tubing landed on the opposite side of the room, the male connector remained attached to his tubing. We were able to save the entire phaseal piece. We have been running epoch 24 hours inpatient infusions on a long secondary non-dehp tubing (running as secondary infusion but programming as primary), and have issues where the pressure builds up at the phaseal connection below the pump and the phaseal connectors actually pop apart. Nursing estimates this happens almost every time they run epoch. They have tried the blue clamp and lots of pressure tape to prevent it from happening, but it makes things difficult, the IV pump beeps a lot, and disconnect is not easy." "Can you describe what parts the separation/disconnection were experienced with? Was it the tubing, protector, connector, injector, luer mating component, spike? The separation occurred with the phaseal connector, the male and female parts spontaneously became disconnected. This occurred with 4 different patients."

Event description:
It was reported that the unspecified bd phaseal¿ connector separated from the mating component when the epoch bag finished infusing. This occurred with 4 separate sets during use. The following information was provided by the initial reporter: "after speaking today we had another incident with the phaseal coming apart spontaneously. In this instance the patients epoch bag had just finished and he said the phaseal came apart with so much force that the tubing landed on the opposite side of the room, the male connector remained attached to his tubing. We were able to save the entire phaseal piece. We have been running epoch 24 hours inpatient infusions on a long secondary non-dehp tubing (running as secondary infusion but programming as primary), and have issues where the pressure builds up at the phaseal connection below the pump and the phaseal connectors actually pop apart. Nursing estimates this happens almost every time they run epoch. They have tried the blue clamp and lots of pressure tape to prevent it from happening, but it makes things difficult, the IV pump beeps a lot, and disconnect is not easy." "Can you describe what parts the separation/disconnection were experienced with? Was it the tubing, protector, connector, injector, luer mating component, spike? The separation occurred with the phaseal connector, the male and female parts spontaneously became disconnected. This occurred with 4 different patients."

Manufacturer narrative:
The customer provided additional information. The following field has been updated: b.5. Describe event or problem: it was reported that the unspecified bd phaseal¿ connector separated from the mating component when the epoch bag finished infusing. This occurred with 4 separate sets during use. The following information was provided by the initial reporter: "after speaking today we had another incident with the phaseal coming apart spontaneously. In this instance the patients epoch bag had just finished and he said the phaseal came apart with so much force that the tubing landed on the opposite side of the room, the male connector remained attached to his tubing. We were able to save the entire phaseal piece. We have been running epoch 24 hours inpatient infusions on a long secondary non-dehp tubing (running as secondary infusion but programming as primary), and have issues where the pressure builds up at the phaseal connection below the pump and the phaseal connectors actually pop apart. Nursing estimates this happens almost every time they run epoch. They have tried the blue clamp and lots of pressure tape to prevent it from happening, but it makes things difficult, the IV pump beeps a lot, and disconnect is not easy." "Can you describe what parts the separation/disconnection were experienced with? Was it the tubing, protector, connector, injector, luer mating component, spike? The separation occurred with the phaseal connector, the male and female parts spontaneously became disconnected. This occurred with 4 different patients."

Manufacturer narrative:
After further review, the reported event of injector and connector separation has been reevaluated. When the injector is disengaged or loosened from the connection stick interface and the membrane of each device components are still intact, leakage and contamination are preventable, as the injector to the connector is a dry sealed connection. A loose injector or separation between the injector and its mating components may cause a delay, but no leakage. The device and the component can be reengaged after proper disinfection, if applicable. This event may cause a clinically insignificant procedural delay, customer annoyance, or inconvenience but is unlikely to result in harm or serious injury. Therefore this MDR will be cancelled.

Event description:
It was reported that the unspecified bd phaseal¿ connector separated from the mating component when the epoch bag finished infusing. This occurred with 4 separate sets during use. The following information was provided by the initial reporter: "after speaking today we had another incident with the phaseal coming apart spontaneously. In this instance the patients epoch bag had just finished and he said the phaseal came apart with so much force that the tubing landed on the opposite side of the room, the male connector remained attached to his tubing. We were able to save the entire phaseal piece. We have been running epoch 24 hours inpatient infusions on a long secondary non-dehp tubing (running as secondary infusion but programming as primary), and have issues where the pressure builds up at the phaseal connection below the pump and the phaseal connectors actually pop apart. Nursing estimates this happens almost every time they run epoch. They have tried the blue clamp and lots of pressure tape to prevent it from happening, but it makes things difficult, the IV pump beeps a lot, and disconnect is not easy" "can you describe what parts the separation/disconnection were experienced with? Was it the tubing, protector, connector, injector, luer mating component, spike? The separation occurred with the phaseal connector, the male and female parts spontaneously became disconnected. This occurred with 4 different patients."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd phaseal¿ connector separated from the mating component when the epoch bag finished infusing. The following information was provided by the initial reporter: "after speaking today we had another incident with the phaseal coming apart spontaneously. In this instance the patients epoch bag had just finished and he said the phaseal came apart with so much force that the tubing landed on the opposite side of the room, the male connector remained attached to his tubing. We were able to save the entire phaseal piece. We have been running epoch 24 hours inpatient infusions on a long secondary non-dehp tubing (running as secondary infusion but programming as primary), and have issues where the pressure builds up at the phaseal connection below the pump and the phaseal connectors actually pop apart. Nursing estimates this happens almost every time they run epoch. They have tried the blue clamp and lots of pressure tape to prevent it from happening, but it makes things difficult, the IV pump beeps a lot, and disconnect is not easy"